Event description:
During a laparoscopic gastric banding procedure, the seal fell into the pt. The surgeon was able to retrieve the seal with a laparoscopic instrument. The case was completed with a new like device. There was no pt consequence.